Event description:
(B)(4). Initial report: this spontaneous case info was received from a company rep who had been contacted by a physician and concerns a female. The physician received one bottle of poly-l-lactic acid (sculptra) for testing. In (B)(6) 2008, after treatment with sculptra, the female suffered from redness, pruritus, mild desquamation, and infiltration (duration: approx four days, outcome: unk). Allergy testing showed no success. Add'l info received on (B)(6) 2009. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable. Add'l info received on (B)(6) 2009: addendum provided by physician (dermatologist): this case involves a (B)(6) female. Previously, the pt had been treated by the dermatologist due to perioral dermatitis. On (B)(6) 2008, the pt was treated with 5 ml poly-l-lactic acid (sculptra) diluted in prilocaine 1 ml and adrenalin 2 ml. Used local anesthetic: lidocaine. Concomitant medication included hyaluronic acid. Starting on (B)(6) 2008, the pt suffered from burning, redness, and mild desquamation. Corrective treatment included zinc mixture. Outcome: the pt recovered on (B)(6) 2008. Infiltration was no longer mentioned. Possible alternative explanation provided by dermatologist: stress during first treatment with sculptra, previous perioral dermatitis. Add'l info received on (B)(6) 2009: addendum provided by physician (dermatologist): allergy -and provocative testing with sculptra was performed on (B)(6) 2009 (1x with distilled water, 1x with distilled water and prilocaine; prick testing, scratch testing and epicutaneous testing was performed). A control with 0.9% naci and histamine 1:1000 and 1:10000 was also performed. Results after 20 minutes and 24 hours: only negative reactions. It was not possible to reproduce the intolerance reaction with sculptra which occurred in (B)(6) 2008. The dermatologist suspected that the reported facial reaction was more a rosaceiform dermatitis.